Event description:
It was reported that pump experienced malfunction alarm with non-resettable malfunction code. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with support from technical support, continued to use current pump while being advised to monitor for further issues, and was informed that replacement pump would be shipped.